Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient experienced loss of therapy following an unrelated surgery. Reportedly the patient did not put the ipg into surgery mode. Troubleshooting was able to resolve the issue.